Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received and evaluated at service center. The defect reported by the customer has been verified and repaired using the measures listed in the "proof of repair". Preventive replacement of o-rings performed, motor and cable were found corroded. Replaced defective o-rings, cable, motor and cleaned the unit . Functional test was performed and completed according to test procedure. Hipot test was completed. Electrical safety test was completed. Safety test checklist was enclosed. As per input check, water was found inside the tornado, it shut down the pump and it was found rusted. The possible root cause could be the fluid ingress into the motor compartment. ¿this serialized device was manufactured prior to (B)(4), therefore a DHR review cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed, per reference of memo.¿ at this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during pre-surgery, it was observed that the 8022 hand pc tornado shaver device was defective. During in-house engineering evaluation, it was determined that the motor and cable were corroded and the device had a short circuit in the motor cable. It was not reported if there was a delay in the procedure or if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.